Event description:
It was reported that the patient's batteries on their white lead cable were draining faster than the batteries on the black lead cable. The patient reported that they changed their system controller and the issues resolved. The log files were submitted for review. The log file events captured several low voltage advisory events while on battery power. A greater drop in rsoc voltages was seen on the white lead cable multiple times leading to the low voltage state. The log files for the new primary controller were provided. The event log only provided approximately three lines of data and appeared to be working as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the voltage in the system controller¿s white power cable draining faster than the black power cable was confirmed via the provided log file. The log file contained from 19jan2026 ¿ 29jan2026. Intermittent low power advisory alarms were observed from 20jan2026- 26jan2026 while the patient was observed to be using battery power. During majority of these events, the voltage within the white power cable was observed to decrease faster than the voltage in the black cable as the batteries remained in use, although the relative state of charge (rsoc) on both power cables were approximately the same when the batteries were initially put to use. The atypical low voltage advisory alarms became active due to the rsoc voltage within the white power cable fluctuating below the alarm threshold. The alarms were intermittently active until 02:00:24 on 26jan2026 after which a power source exchange was observed. The alarms did not prevent the controller from supporting the system as intended at the stored patient speed. No other atypical alarms were observed, and the pump's function was unaffected by the alarm. The system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.